Event description:
The customer reported the system exhibited a precharge error. This error is likely to preclude the system from booting up. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reset a circuit breaker. The system operates as intended.